Event description:
Subsequent to the initially filed reports, the following information was provided: the xience sierra stent was under expanded so post dilatation was performed with the nc trek bdc. Negative pressure was held 30 seconds. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and deflation issues. However, factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. Since the component and the unit were not returned, a conclusive cause cannot be determined. Additionally, there was no reported deflation issue or damage to the balloon dilatation catheter (bdc) during the first two initial deflations which suggests a product quality issue did not contribute to the reported difficulties. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The investigation determined the reported difficulty advancing the device, difficulty removing the device from the guiding catheter, the balloon separation, additional treatment, hospitalization, surgical procedure and removal of foreign body appear to be related to operational context. It was reported by the account that mild resistance was felt during advancement as a result of the bdc interacting with the previously implanted stent. In this case, it is likely that the partially inflated balloon interacted with the guiding catheter, as deflation could not be achieved, resulting in the reported difficulty removing the device and the balloon ultimately separated. Additional treatment was performed with a snare in an attempt to remove the separated portion of the balloon but was unsuccessful. The patient was sent to surgery and the separated portion was successfully removed. The patient experienced EKG/ECG changes, ischemia and a dissection were noted during the procedure. The reported patient effect of dissection is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. A conclusive cause for the reported patient effects of EKG/ECG changes, ischemia and a dissection and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The lesion was stented with a 3.25x33 xience sierra and then the 3.5x15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The balloon was inflated 3 times, once to 14 atmospheres (atm) for 12 seconds, second time to 16 atm for 13 seconds and third time to 16 atm for 13 seconds. After post-dilatation, removal of the nc trek was attempted but the balloon would not fully deflate and there was resistance with the guiding catheter during attempts to remove the device. Negative pressure was held for about 10 seconds the first two attempts and then a 20cc syringe was used to deflate the balloon enough to be removed. Then the bdc was removed with the guide wire and guide catheter as a system. After wire access and visualization was regained, it was noted that the rca was dissected. Additionally, the nc trek balloon markers were visible in the proximal rca. Attempts to snare the separated portion were unsuccessful. The dissection was treated with additional balloon dilatation with another trek bdc. The patient was transported to a different hospital where the separated portion of the nc trek was surgically removed. It was further reported that there may have been some difficulty removing the protective sheath of the nc trek prior to use, but this could not be confirmed. There were no issues reported with the xience sierra stent. Subsequent to the initially filed report, the following information was provided: this was not complex anatomy, it was tandem type a lesions in the mid to distal rca with 80% stenosis and a radial access was used. A 6fr guiding catheter was used. There was slight resistance noted during advancement like the device was hanging on the front edge of the stent. There was no issue deflating the balloon after the first and second inflations. The trek bdc was used to post dilate the distal segment of the stent, then the mid and then the proximal, where it did not deflate. Negative pressure was pulled multiple times and then blood was seen being aspirated and the balloon remained inflated under fluoroscopy with tombstoning st segments; however, the patient did not sustain a myocardial infarction. The indeflator was then disconnected to use the syringe as previously described, and was unsuccessful. It is likely that blood was aspirated at this point due to the balloon starting to break off. The balloon was removed from the aorta. User facility medwatch report (mw5102265) received that states: patient had lhc and lesion noted in rca, stent with xience sierra 3.25x33 was placed and post dilated w/balloon nc trek 3.5x15mm on second inflation balloon would not deflate repeat aspirations and blood return from line. Pt with st elevation and balloon removed-balloon not present from line. Decreased flow noted in proximla rca, multiple attempts with snare unsucccessful. Patient transferred to hlc with catheter in place right radial for direct surgery. No additional information was provided.

Manufacturer narrative:
The device is being retained by the facility. It is unknown if the device will return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The lesion was stented with a 3.25x33 xience sierra and then the 3.5x15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The balloon was inflated 3 times, once to 14 atmospheres (atm) for 12 seconds, second time to 16 atm for 13 seconds and third time to 16 atm for 13 seconds. After post-dilatation, removal of the nc trek was attempted but the balloon would not fully deflate and there was resistance with the guiding catheter during attempts to remove the device. Negative pressure was held for about 10 seconds the first two attempts and then a 20cc syringe was used to deflate the balloon enough to be removed. Then the bdc was removed with the guide wire and guide catheter as a system. After wire access and visualization was regained, it was noted that the rca was dissected. Additionally, the nc trek balloon markers were visible in the proximal rca. Attempts to snare the separated portion were unsuccessful. The dissection was treated with additional balloon dilatation with another trek bdc. The patient was transported to a different hospital where the separated portion of the nc trek was surgically removed. It was further reported that there may have been some difficulty removing the protective sheath of the nc trek prior to use, but this could not be confirmed. There were no issues reported with the xience sierra stent. No additional information was provided.